Event description:
It was reported that the black material on the unit was broken during a shoulder operation.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.